Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that a targeting inaccuracy has been observed.

Manufacturer narrative:
Evaluation summary: product inquiry states the target device gamma3 to be the subject product. The speedlock sleeve returned is considered as an associated product. The appearance of the item and the inspection records identified the target device returned being a new design version. A review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2008) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned is fully given. The alleged targeting inaccuracy could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. No non-conformity was identified.

Event description:
It is reported by the nurse that a targeting inaccuracy has been observed.